Manufacturer narrative:
Customer technical support (cts) instructed the customer to remove bath covers. The customer found and replaced loose tubing at the bottom of the white blood cell (wbc) bath. There were control voteouts following the replacement. The customer bleached the instrument and all controls were within specification. The cts verified that the customer was operational; however, the customer called back to report that the tubing had disconnected in the same vicinity. Field service was dispatched. The field service engineer (fse) evaluated the instrument on 03/05/2015. The fse reattached the yellow striped lyse delivery tube that was disconnected from the y-fitting to resolve the leak. The system performance was verified. (B)(4).

Event description:
The customer reported vote outs (non-numeric results) and a clear fluid leak of approximately one half cup (0.5 c.) From a coulter act diff 2 analyzer, observed while running a single patient sample. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.